Manufacturer narrative:
On-site investigation was performed by user himself. The claimed issue was resolved by replacement of pm kit (which includes nozzle units) and cleaning rubber connection points. There was no on-site visit by our technician. The device was put back into clinical use by the user. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation. The UDI information is not available since the device was manufactured before 2015. H3 other text: 4112.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).